Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) failed touch screen calibration. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - e1(event site telephone). A getinge field service engineer (fse) during the inspection found that the touch screen sensitivity was poor. Fse replaced the touch screen. After the replacement, work was performed according to the service manual. The failure analysis and testing dept. Received part with a reported unit failure of the touchscreen calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Confirmed the issue that the touchscreen calibration fails. This part cannot go back to the supplier for additional testing. A probable root cause could be expected wear and tear given the iabp hours at 4485. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g2, e4. A getinge field service engineer (fse) during the inspection found that the touch screen sensitivity was poor. Fse replaced the touch screen. After the replacement, work was performed according to the service manual.

Event description:
It was reported during maintenance that a cardiosave intra-aortic balloon pump (iabp) failed touch screen calibration. There was no patient involved.